Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred on (B)(6) 2016. Patient was advised to un-install then re-install the g5 application. Patient will call back if the issue persist. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on (B)(6) 2016. The reported event of loss of connection was confirmed. A root cause cannot be determined. (B)(4).